Event description:
Brushes were not firmly held in place - oral-b [device breakage] handle started to wear off / top part where the brush head is placed on that shows wearing - oral-b [device physical property issue] brush head to sit loosely - oral-b [device connection issue] case narrative: adult consumer via e-mail reported that their oral-b toothbrush handle started to wear off and the oral-b toothbrush heads were not firmly held in place. No injury was reported. 05-apr-2024 follow-up via e-mail and image: consumer reported that it was just the top part of the oral-b toothbrush handle where the oral-b toothbrush head was placed that showed wearing, causing the oral-b toothbrush head to sit loosely. The suspect product was oral-b rechargeable toothbrush handle 3765. The suspect product lot was bb612010403. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.